Manufacturer narrative:
(B)(4). A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sk1542. Per logs, the instrument had 9 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the central sterile services department (cssd) staff noted that the fenestrated bipolar forceps instrument had a frayed conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown whether there was any issue related to arcing or instrument collision during the last known instrument usage. It is also unknown whether loss of cautery was experienced or whether the instrument was found to exhibit signs of thermal damage during the last known instrument usage. The customer confirmed there was no report of patient injury during the last instrument use and stated that there are no photographic images of the device available for isi review. The customer was unwilling to provide the patient demographic information nor the patient's medical history and relevant tests.